Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebs2686 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that on (B)(6) the facility proceed to perform the procedure of installing the groshong PICC 4 fr catheters to a patient. The material was prepared; the venous catheter is presented to the nurse in its original sealed package. A flashing test of the catheter (priming) with physiological saline was carried out. Reportedly, two perforation zones which leaked serum, approximately 10 cm from the tip of the catheter. Catheter was not used for the procedure. It was stated the original packaging does not present any damage.